Event description:
Patient reported a xen®45 gts was implanted in left eye. During postoperative year 3, patient stated their "iris is destroyed, pupil is very dilated, and they have extreme difficulty with light and blurry vision." On pod1180, patient reported "hcp tried to tie the iris closed but the tissue was so damaged that they could not close it anymore." Event is not confirmed by hcp.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.